Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) due to the customer reporting the neutral pad icon kept turning red. The system was tested and verified as ready for use. The iesu was returned for failure analysis but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit will be restocked for future use. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electro surgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia general surgical procedure, the operating staff called to report the ground pad led went red intermittently. The operating staff stated this has been an ongoing issue. The operating staff requested for the integrated electro surgical unit (iesu) to be checked. The operating staff was asked to clean the patient contact area with saline when this issue occurs. The surgeon is continuing with the case robotically. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.